Event description:
Surgeon was using disposable ethicon clip appliers during surgery. The clips were not clipping blood vessels and falling into the incision, near the patient's nerves. Surgeon took devices off field and used reusable clip appliers.